Event description:
I have received allergan natrelle inspira breast implants sn left (B)(4), right (B)(4) in (B)(6) 2019. I have developed breast implant illness and I am extremely sick as a result of the breast implants. The onset of my symptoms in hindsight occurred immediately after implantation. Inflammation around the breast started immediately. About one year after surgery in (B)(6) 2020, I developed chest pains. In and out of doctors offices I took multiple tests of ekgs, stress test, echocardiogram's, chest x-rays, and ultrasounds with all negative results. I developed a tremor in my right hand, brain fog, fatigue, exercise intolerance, heat and cold intolerance, memory loss. I had surgery in (B)(6) 2021 for shoulder surgery. One week postop I developed a lupus like rash on my face, extreme migraines swelling of the face, tinnitus, deviated septum, muscle pain in my back delayed healing from my surgery, pain up my neck swelling in my neck my head swelling in my legs, sjogren's disease, the eye doctor said my eyes were no longer producing tears, dry skin, sleep disturbances, insomnia, depression and anxiety panic disorder. Lupus and ms like symptoms. Raynaud's symptoms, irregular periods, food in tolerances, stomach pain and bloating, constipation, hair loss, capsular contracture on both breasts, nipple sensitivity and pain, bruises not healing. Loss of sexual interest. All test negative. FDA safety report ID# (B)(4).